Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s ilet pump intermittently powered off despite a full battery, including an observed shutdown at a clinic visit, and the user could not power it back on to review reports; logs showed a shutdown at a different time than the clinic observation. Symptoms included hypoglycemia. Outcomes included device replacement and user discontinuation of pump use pending field follow-up. Investigation included review of device logs and field team engagement for on-site assessment, along with user education and troubleshooting. Investigation of this case revealed no shutdown at the clinic time in the logs, while a shutdown was recorded earlier, and the device displayed no alerts or alarms. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.